Event description:
It has been reported to philips that the system showed a remote alert for "geo mono module- exam room- frontal angulate rotate joystick is active at start up, preventing movements. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and remotely and confirmed that the customer was not facing any issue in workflow. System was working fine, and no action was required. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.